Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using the infusion set for more than 2 days. Tandem technical support informed the customer that using the infusion set for more than 2 days is off label per the tandem user guide. Customer changed infusion set and resumed insulin delivery. Customer's blood glucose was 213 mg/dl.